Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-01634.

Event description:
The patient was undergoing a thrombectomy procedure in the peroneal and anterior tibial artery using an indigo system aspiration catheter 6 (cat6) and indigo system catrx aspiration catheter (catrx). During the procedure, the cat6 was observed to be kinked midshaft upon removal after multiple passes were made through the peroneal and anterior tibial artery. Subsequently, the catrx also kinked midshaft upon removal after multiple passes through anterior tibial artery. It was reported that at least five to six passes were successfully made with both devices prior to kinking. The procedure was completed using a new cat6. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned cat6 confirmed a kink in its mid-shaft. If the device is forcefully mishandled at an extreme angle during removal, damage such as a kink may occur. Further evaluation of the device revealed additional kinks and ovalizations throughout its distal shaft. Based on the reported complaint, this damage was likely incidental. During functional testing, the cat6 was able to advance through a demonstration neuron max with resistance due to the kinks and ovalization in its distal shaft. Evaluation of the returned catrx confirmed a kink in its mid-shaft. If the device is forcefully mishandled at an extreme angle during removal, damage such as a kink may occur. Further evaluation of the device revealed that the guidewire lumen was damaged at its proximal end. This damage was likely incidental to the complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2021-01634 h3 other text : placeholder.